Manufacturer narrative:
Investigation: 1 used sample connected to the syringe was received. In the luer part of the injector, yellow residue was found which suggests an old leak. The injector was assembly to a p50 protector trying to simulate a normal use. The liquid pass through the injector and connector and no issues were noticed. After that, the injector was removed from protector and evaluated again: no leak found. During manufacturing process several test are perfomed in order to avoid faulty parts. Functionality of the injector is checked: during this test it is connected to a syringe. In this case, as the lot is unknown device history record and retained samples cannot be checked. 2,4 leakage between injector and syringe: 1 used sample connected to the syringe was received. In the luer part of the injector, yellow residue was found which suggests an old leak. The injector was assembly to a p50 protector trying to simulate a normal use. The liquid pass through the injector and connector and no issues were noticed. After that, the injector was removed from protector and evaluated again: no leak found. Inspections and tests in manufacturing area: these are the inspections performed during manufacturing process for injector n35c: during molding process: visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300. Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance (ph-300). Assembly process: functionality test for each lot is performed in assembly process (according to ph-301). To perform the test, the injector must be connected to a syringe. Conclusion: even the yellow residue suggests an old leak, this cannot be duplicated. No leak was found between the injector and the syringe when they were tested. As the lot is unknown, DHR and retained samples cannot be checked. Root cause: the leak was not duplicated when the sample received was tested.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd phaseal¿ injector luer (n30c), it started to leak. No reported medical intervention or serious injury.